Event description:
The customer reported problems playing stored cine runs. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the sys and reformatted the cine and hard drives and reloaded software. Sys operates as intended. (B) (4)